Event description:
Customer reports six incidents of blood leaks with the CT-190g dialyzer. The first of the leaks was in 2002 and the last was a few days ago. All leaks occurred on reuse. Customer does not have the specific reuse numbers of the dialyzers all of which were discarded. The blood leaks were confirmed by hemastix. Treatments were stopped and restarted with new disposables and completed without incident. Estimated blood loss was 250-300cc per incident. Customer denies any medical interventions or hospitalizations associated with these incidents.